Manufacturer narrative:
The reporter does not know the date when the events occurred. Due to this reason the event date for this event has been enter as 2012-(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
As it was reported, during a diagnostic procedure, the physician deployed an exoseal that was unsuccessful. The patient had a retroperitoneal bleed and had arrested. Patient is reported as doing ok by the physician. This in incident date of occurrence was not provided. The doctor stated that it was a diagnostic procedure case and that he experienced difficulty connecting the sheath to the device. It was not staying connected.

Manufacturer narrative:
Complaint conclusion: during use of an exoseal device for vascular closure, the doctor stated that it was a diagnostic procedure case and that he experienced difficulty connecting the sheath to the device. It was not staying connected. Nevertheless the procedure was continued and the plug deployed. Hemostasis was not achieved with the exoseal and manual compression was conducted. At an unknown time after hemostasis was achieved, the patient began bleeding and experienced a retroperitoneal bleed. The retroperitoneal bleed resulted in cardiac arrest. There was no information available regarding how the retroperitoneal bleed was treated in addition to manual compression. The reporter indicated that the patient was fully recovered. A retrograde approach was used. A 5 f terumo 11 cm sheath was used. The vcd did not present any visible damage. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath did not lock properly against the cowling and the informant does not know if an audible 'click' heard. It was unknown if adequate bleed-back was observed. The physician indicated that there was proper indication observed in the window. It was unknown if the practitioner had anything touching or resting on the deployment lever during positioning. It was unknown if the deployment button was fully depressed but the reporter indicated that the plug was seemed to be deployed. However, hemostasis was not achieved successfully with the vcd and manual compression was applied. It was unknown how long after hemostasis was achieved that the patient began bleeding and experienced a retroperitoneal bleed. It is unknown by the informant if the femoral artery suitability was verified on angiography, or if the angle of access was between 30 and 45 degrees. It was unknown if the vessel diameter was greater than or equal to 5 mm in diameter. It was unknown if the arteriotomy was near an area of calcified plaque but it was reported that it was not near a stented segment. The physician had used the exoseal vcd 6-10 times prior. Patient is reported as doing ok by the physician. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible 'click' signifies proper connection. The indicator wire will automatically deploy at this point. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site retroperitoneal bleeds/hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Based on the information available for review, patient and/or pharmacological factors are likely contributing factors to the inadequate achievement of hemostasis after manual compression resulting in retroperitoneal bleed and subsequent arrest. Without the return of the device for analysis and without a lot number to conduct a DHR review, the reported locking difficulty of the exoseal with the csi could not be confirmed and no determination of possible contributing factors could be made. However, a risk assessment has been initiated to evaluate the locking difficulty issue.

Manufacturer narrative:
Additional information: ((B)(6) 2012) there another sheath used during the procedure, a terumo short 11cm 5f sheath. The vcd did not present any visible damage. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath did not lock properly against the cowling and the informant does not know if an audible 'click' heard. The informant could not provide information about the bleed back, stated that the doctor indicated that there was no bleed-back tube visibly kinked or damaged. Proper indication was observed in the window, as per the doctor informed. It sounded like the plug was deployed but no information was provided to confirm if the plug deployment button was fully depressed. Hemostasis was not achieved successfully with the vcd, manual compression was the method used to achieve hemostasis. It is unknown if the patient began bleeding after initial hemostasis. The procedure was not aborted prior to plug deployment. The vcd was removed with the sheath as a single unit. The patient experienced retroperitoneal bleeding. The physician had used the exoseal vcd in six to ten occasions. Patient is reported as doing ok by the physician. This in incident date of occurrence was not provided. The doctor stated that it was a diagnostic procedure case and that he experienced difficulty connecting the sheath to the device. It was not staying connected. Additional information will be submitted within 30 days upon receipt.